Event description:
This facility has routinely wrapped the gel pads with extra padding or a protective covering for their pediatric cases, however, for this procedure the extra padding was not used. A six year old had undergone a 6 hour cranial facial reconstruction while positioned on a new mayfield gel pad. It was noted that the child incurred pressure sore on both sides of the face. The nurse attributes these sores to the fact that the gel pads did not have any extra protective drapes or coverings on them during this procedure. The sores did not require any treatment. In fact the pressure sores began to fade after a couple of days post operatively.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.